Event description:
It was reported that an atw35 was used during an unk procedure. It was reported by the affiliate that the instrument shattered (no details). Another instrument was used to complete the case. There was no consequence to the pt.